Event description:
It was reported that the device exhibited a cassette error. The issue was found during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement, and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed an occurrence of ¿high alarm displayed: cassette not attached properly¿. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found out of specification. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.